Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved with the second angio-seal device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 8fr angio-seal sts plus device was received for product analysis. The carrier tube assembly was returned with the polyfoil pouch. The polyfoil pouch was partially open upon receipt. The distal end of the carrier tube assembly was inserted into the closed portion of the polyfoil pouch. 7.126" of the polyfoil pouch had been opened as measured with a sliding gauge. The remaining portion of the polyfoil pouch was opened on a flat surface. One the polyfoil pouch was fully opened, the bypass tube was found in the manufacturing position covering the anchor. There was blood like substance on the bypass tube and carrier tube assembly. The IFU even stresses the need to properly open the polyfoil pouch by stating, "remove the angioseal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angioseal device." There is no evidence that this event was related to a device defect or malfunction. Based on the returned device, the complaint could not be confirmed for bypass tube detachment as the returned device had the bypass tube present in the manufacturing position. No anomalies were found other than the presence of blood like substance which is likely due to the handling of the device. The returned polyfoil pouch was not opened per the IFU.